Manufacturer narrative:
Devices are not being returned for evaluation.

Event description:
During insertion two bioraptors split. The surgeon was able to remove the broken pieces. The surgeon did pre-drill and while inserting the anchor, felt resistance and noticed the bottom of the anchor was inserted but the top half had split. There were two lots reported and it's unknown which lot number was involved. (50279887/50281119).